Manufacturer narrative:
(B)(4).

Event description:
Patient's father contacted dexcom on (B)(6) 2015, to report that on (B)(6) 2015, the g5 transmitter was having connection issues with the g5 application. No additional event or patient information is available.